Event description:
Information received from the consumer reported that they were not getting a very good connection with the implantable neurostimulator (ins) when charging. Additional information received on june 13, 2016 from the consumer reported that they were having so much trouble getting the ins charged. The reporter was sent a new charger and had tried everything. The patient saw the manufacturer¿s representative in the doctor¿s office but ¿it was not working right¿. The representative did some troubleshooting but had the same issues. The consumer started charging at 7:21 pm and tried to charge up until 10:15 pm. The consumer noted that they had turned the antenna knob, repositioned the antenna, and started charging full at 1:20 am. The recharger went down to 4 bars and remained there. It was reported that there was poor coupling with the recharge antenna and a replacement was sent. They tried again the next day from 8 to 10:00 am and were only able to get 4 coupling bars. It was noted that the patient had to stand to recharge and sometimes got no bars at all. When the patient got out of the chair to recharge, it ¿hurts her so bad¿ (¿pt¿s back is all messed up¿). They had a lift for the patient but the consumer still had to get the patient to their feet. The reporter stated that the ins and medication took the edge off but the patient still hurt since implant. The reporter also mentioned that the recharger had never worked ¿really good like the first one did¿. It was noted by the consumer that the patient fell on their bottom but they did not hit the implant side and that the implant site looked fine. Additional information received from the consumer on (B)(6) 2016 reported that they received the replacement recharger antenna but was still getting poor coupling. The patient can get 8 bars but then it drops down, sometimes all the way to zero. It was also mention the patient had pain. It was reviewed with the consumer that no other equipment could be replaced to improve the coupling and it was recommended that the patient follow up with their healthcare professional (hcp) to have the ins pocket checked. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient received a new antenna but was still having the same issues. It was taking a long time to charge the ins and want a new recharger sent to the patient. It was noted that the patient was recently sent a new antenna but that did not resolve the problem. No patient injuries were reported. The indication for use for the implanted device was noted as spinal pain.

Event description:
Additional information received stated that the patient continued to have coupling issues. The caller stated that sometimes the patient got 8/8 coupling but it would drop down to 0 or 2. It was reported that a replacement recharger and antenna in the past had resolved the issue. The patient had tried using adhesive disks, and had tried rotating the antenna dial. The caller stated that before this month the patient was getting full coupling. The caller believed the recharger antenna was the issue. It was stated the patient recharges every three days. It was reviewed that charging more frequently will make the ins recharge faster. The caller thought the issue was because the ins was placed in the patient's back rather than front. A later call received stated the issues were ongoing and the caller thought the recharger was the issue. It was reported that the patient recharges in a leather recliner with her feet up to prevent them swelling. It was reported that they had issues with overheating, and they tried using icebags or refrigerating the recharger. It was reviewed that airflow needs to be maintained around the antenna to prevent overheating, and the patient was sent a spacer. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.